Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Visual and dimensional evaluations could not be performed as the product was not returned. Radiographs were provided and reviewed by a health care professional. Review of the available records identified periprosthetic lucencies; however, they could not confirm loosening. The review also noted that there was an unknown bone screw that was angulated and oriented towards the tibial medullary canal but it could not be determined if this was related to the original surgical technique. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown natural knee tibial bearing, unknown natural knee femur. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05642, 0001822565 - 2018 - 05633. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient may require a revision procedure due to loosening and bursitis. However, no revision has been reported to date.